Event description:
It was reported that the 9900 system made a loud popping noise then shut down and would not reboot. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and regreased and the software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.